Manufacturer narrative:
Product event summary: analysis confirmed the programmer had an overheat message and found the power supply fan was not working; power supply found out of electrical specification. Analysis also found the system fan was noisy and the keyboard screws were missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported one of the cooling fans for the programmer was not working and it gave an overheating message if it was on for ten minutes or more. The programmer was returned for repair. There was no patient involvement.